Event description:
It was reported that the user experienced a hyperglycemia incident after breakfast dosing maladapted and contributed to excess insulin earlier, leading to a subsequent low followed by overcorrection and a blood glucose rise, with a highest observed value of 252; the ilet bionic pancreas was factory reset with support and the user resumed go bionic, and blood glucose was reportedly out of range for about two hours without device alerts. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer service troubleshooting, education, and a device reset. Investigation of this case revealed hyperglycemia with cause unclear, with no device alerts reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.